Event description:
It was reported that the device had scratched display. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex b: b01, annex c: c16, annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of scratched display was confirmed. On 11-november-2024, lvp was received unboxed and with paperwork. External inspection revealed scratched display was confirmed. Unit passes asm functional testing. Display was damaged. Unable to determine where the faulty issue originated. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace front display panel. Unit will be re-tested by bd san diego repair center after repair is completed, then routed through their normal processes. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had scratched display. There was no patient involvement.